Event description:
It was reported the screen and keyboard were cracked. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) overlay to screen is cracked. No fault found with the screen. Keyboard hinge is broken and the keyboard is out of place. Display drops; hinges out of mechanical specification. Stylus has a bent tip. System fan is noisy.